Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined but could have been as a result of undersizing. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a 19mm amplatzer septal occluder was selected for an implant. The device was sized using sizing balloon and echocardiogram. Device was deployed with minimum issues, however it embolized the next day into the patients descending abdominal aorta. It was safely retrieved later that day on (B)(6) 2023. The patient is stable.